Event description:
Customer indicated in e-mail that, the ventilator works well at surface pressure, but it loses flow and pressure after 1.5 ata absolute. Ventilator being used with a perry baromedical sigma 34 chamber which has not been validated for use with the sechrist ventilator.

Manufacturer narrative:
The complaint of losing flow and pressure at 1.5 ata absolute could not be verified by manufacturer testing. Ventilator was returned to customer.